Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a heavy calcified lesion (90% stenosis degree) in the proximal posterolateral branch (pla). The device could not be advanced, and the stent became deformed. Additional dilatation was performed with an nc balloon, and another orsiro mission was implanted with good result.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the images from the angiogram provided were reviewed. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e., several struts are strongly bent outwards, are everted and crushed. The stent is not displaced. The balloon is still well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The crimped stent diameter outside of the deformed zone still complies with the specification. The images from the angiogram show the target vessel before treatment, after causing the dissection and after the final stenting with the replacement device, but not the complaint device itself. The images from the angiogram do not show the deformation of the complaint stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a heavy calcified lesion (90% stenosis degree) in the proximal posterolateral branch (pla). The device could not be advanced, and the stent became deformed. Additional dilatation was performed with an nc balloon, and another orsiro mission was implanted with good result.